Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery drawer and upper and lower cases were also found to be broken, and the ring was bent.

Event description:
The device was returned to the manufacturer for a field advisory upgrade to repair for the unit not powering up. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.